Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient is at healthcare provider office trying to get an MRI, but they cant get into MRI mode. They said that last night they tried to charge ins but it wouldn't work, and says they haven't used stimulation in about 2 years. The patient was redirected to their healthcare provider to further address the issue. Provided the national answering service number for pt to give to hcp to have a manufacturer representative (rep) paged, and also reviewed that when pt is at home and has equipment with them, to call patient and technical services (pats) for help using passive recharge mode. No symptoms were reported. Additional information was received from a patient. The patient reported that the patient was at an MRI appointment and needed to put the device into MRI mode. Patient was not able to get to MRI mode. The controller showed no device found. Patient did not have the recharging cable with them. Patient said they charged the implant last night and put the device in MRI mode but not able to show it to the MRI technician. Instructed patient to take the battery out and put it back in. Pt said they already tried a reset earlier with a manufacturer representative (rep) over the phone. Patient said they did not use the device anymore and will get it removed as soon as they can. Reviewed patient can talk to MRI facility to see if thy want patient to reschedule the MRI or request a rep to come in their facility to put the device in MRI mode. Patient mentioned they just rescheduled the MRI from last friday and today pt could not go in MRI mode.